Event description:
Contrary to IFU indications for use, a 10mm amplatzer vascular plug ii (avpii) was implanted in a mitral, paravalvular leak (pvl) and immediately embolized into the abdominal aorta upon release. The avpii was percutaneously snared using a right femoral approach and removed. A 10mm amplatzer muscular vsd (muscvsd) was successfully implanted. A transesophageal echocardiogram taken post-muscvsd implant showed mild pvl regurgitation. No adverse patient effects were reported.

Manufacturer narrative:
Sjm could not evaluate the product involved in this event since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The cause of the reported event remains unknown.